Event description:
It was reported that revision surgery was performed due to pain.

Event description:
Fall (B)(6) 2010 resulting in pain. X-ray (date unknown) reported to show good placement of the devices and a large perarticular calcification on the rim of acetabular, which was also present pre-surgery where it was removed, but returned after two years. Groin pain and use pain killers. Cannot sleep at night.

Manufacturer narrative:
Radiographic images were analysed in lieu of returned devices.